Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that the drill bit broke during the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product has not yet been evaluated. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates that the lcp drill bit was analyzed for conformance to print specifications as well as the device history record was researched and no abnormal findings were identified. The cross section surface shows no irregularities (the broken part was not returned). Mechanical overloading during use may have caused the breakage. No product fault could be detected.

Event description:
This is report 1 of 1 for (B)(4).